Manufacturer narrative:
Result : auxiliary power cord.

Event description:
It was reported by service report that the power cord was missing its power prong and the auxiliary power cord was missing its ground prong. No pt involvement or adverse consequences are reported.